Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1314303) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be conclusively determined.

Event description:
It was reported by the aci sales professional that (B)(6) female inpatient, underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis avanti sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be >5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 10 minutes after the device deployment, a 15cm x 15cm, 3cm deep hematoma formed at the access site. The patient was converted to manual compression for 20 minutes at which time hemostasis was not achieved and manual compression was repeated for an additional 20 minutes. Then a femostop was applied to the access site. The patient was hospitalized for an unknown amount of time for undisclosed reasons unrelated to the mynx device/ mynx procedure.